Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
The product was returned due to patient death without a complaint associated to the product. Cause of death: congestive heart failure, diabetes mellitus type ii and hypertension.